Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under this report. Device 2 is being reported under MDR 2247858-2018-00112.

Event description:
"[Summary] possible graft infection [description / sequence of events] on (B)(6) 2017: tevar was performed, and two relayplus were implanted as planned. The 28-m3 36 190 36 24 90u (sn: (B)(4)) was implanted first, and then 28-m3 40 195 40 25 90u (sn: (B)(4)) was implanted from just below lsa. The operation was completed without any problems or endoleak. On 3/13/2018: jll received the information that the re-operation was performed on this patient (exact date is unknown). Relayplus were removed and aortic replacement was performed due to possible graft infection. The patient had inflammation symptoms and infection was suspected; however it was not exactly identified. After the re-operation, antibiotics were administered and inflammation disappeared. The physician does not suspect any device failure,"